Event description:
It was reported that within a month of implant, the patient presented to the emergency room complaining of dizzy spells. The right ventricular (rv) lead exhibited no capture at max outputs, and was found to have perforated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.